Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose 290 mg/dl on (B)(6) 2018. The customer¿s blood glucose level was 300 mg/dl at time of incident and current blood glucose level was 221 mg/dl. The customer was treated in the hospital. The customer had symptoms such as vomiting and nausea. The customer reported that they had high blood glucose and pump alarming and not getting insulin. The customer was wearing the pump less than 48 hours prior to the hospitalization. The insulin pump will not be returned for analysis.